Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found. It is likely the reprocessing steps were not completed by steps described in the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a bad angel and the up side did not work. The issue was found during a diagnostic colon examination procedure. The procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angel in the up direction and the play of the up and down knob did not meet the standard value due to wear of the angle wire, the water tightness was lost due to a pinhole on the channel tube, the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover, the adhesive on the bending section cover had a chip, the air supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the object lens and the adhesive around the light guide lens was peeled, the suction cylinder was shaved, and the control unit had discoloration. Additionally, the following had scratches; the plastic distal end cover, connecting tube, scope connector cover unit, switch 1, forceps elevator lever, forceps elevator knob, up and down knob, right and left knob, switch box, scope cover, suction connector, universal cord, grip, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.